Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod : chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the blue cannula was not visible; indicating the cannula did not deploy as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated. The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to not deploy. The device data indicated the device operated correctly and was deactivated at 55 pulses. The cause of the reported event could not be determined.